Event description:
It was reported the programmer displayed an error code after start. It was also reported the programmer cannot power on with the rf (radio frequency) head. The programmer and rf head were returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis was not able to confirm the programmer shutting down, or not being able to power up with the rf (radio frequency) head. However, the rf head cable was found very twisted, yet is still functional. The rf head label was found delaminated. (B)(4).